Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during dwell three of four. The technical service representative (tsr) explained the alarm to the hp and assisted the hp in clearing the alarm. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The hp was to finish with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.